Manufacturer narrative:
Follow-up #2: the lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the subject test strip vial was found to have been exposed to moisture. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #2: this supplemental is also being sent to include information omitted from follow-up #1. The lay user/patients control solution had also been returned and evaluated by lifescan product analysis but the following findings were not reported in the previous submission: the control solution passed all testing with no faults found. The reported issue could not be confirmed. The alert date of follow-up #1 should have been documented as (B)(6) 2015. The evaluation codes have been updated appropriately.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging obtaining an inaccurate high result compared to their feelings and/or normal readings. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.